Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a cytology procedure performed on (B)(6), 2012. According to the complainant, during preparation, the physician found that the brush wire was bent. Attempts at stretching it were unsuccessful. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.